Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that there were no abnormalities on exterior of the subject device and inside of the instrument channel such as scratch or kink, and also found the following. The adhesive of the bending section rubber was partially chipped. The angulation was insufficient due to the stretch of the angulation wire. The play of the right/left angulation control knob was out of the normal state due to the stretch of the angulation wire. The control section was damaged. The universal cord was damaged. The s-cover was damaged. The scope switch was damaged. The distal end was damaged. The insertion tube was damaged. Then, it was transferred to omsc. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The user facility has regularly performed microbiological tests of the user's endoscope, but microbes were often detected only from the subject device even after repeated reprocessing. The reprocessing method of the subject device at the user facility is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus obtained the following additional information 1) and 2) from the user facility. 1) as a result of microbiological testing by the user facility, following microbes had been detected from the sample collected from the subject device. - external surface: p.fluorescens (the number of this microbes was low, but the details was unknown). - suction/instrument channel: e.coli, e. Cloacae, and s.maltophilia (the numbers of these microbes were low, but the details was unknown). - air channel: e.coli and s.maltophilia (the numbers of these microbes were low, but the details was unknown). - water channel: s.maltophilia and e.gallinarum (the number of these microbes was low, but the details was unknown). 2) the subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there were no abnormalities inside of the instrument channel such as kink, dirt, and foreign material adhesion, and also found that there was no significant dirt, foreign material, or scratches around the instrument channel port, cylinder, and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the causal relationship with the reported phenomenon was unknown, the exact cause of this reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.